Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited noise, t-wave oversensing, resulting in inappropriate anti-tachycardia pacing (atp). A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, noting changes in the intrinsic amplitude of 2.7-10.6mv (mean ~ 5.5mv) over the past year. The rv intrinsic amplitude at implant was 8mv. A review of the data for latitude reports since implant shows a gradual decrease in the intrinsic amplitude, with a range of 8.5-13mv. A ts consultant provided recommendations for additional troubleshooting, x-ray imaging, and programming options. The device remains implanted. No adverse patient effects were reported.